Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the needle tube broke near the handle and the broken surface crushed and become oval. The outer diameter of the needle tube was within the specification. Also, as the result of checking the manufacturing record of the same lot, nothing abnormal detected. Thus, omsc assumes that the user facility attempted to straighten the needle tube since they deformed it due to their handling and this caused the breakage of the needle tube. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during endobronchial ultrasound transbronchial aspiration (ebus), the needle broke below the handle after the second puncture and it could not be pulled in the sheath. The doctor withdrew the endoscope from the pt as the needle projected out of the sheath. The doctor stretched the endoscope as straight as possible while he withdrew it from the pt. The pt was not injured and there was also no damage of the endoscope.